Manufacturer narrative:
(B)(4) date sent: 4/22/2025 d4: batch # a97323. An analysis of the product could not be performed since a physical sample was not received for evaluation. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: staff at the field are experienced with ethicon staplers this was the first firing. Cleaning of the device was not mentioned. Staff are trained to swish the device before reloading. Gst45g was the reload item number staff thought the reload was clicked in, but did notice some movement of the reload in the proximal end of the jaws. There are no pictures or videos. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lung wedge resection via thoracotomy an echelon+ stapler and reload was loaded and handed to the surgeon, when the surgeon opened the jaws of the device the reload fell out of the jaws and into the patients chest. A larger incision had to be made to retrieve the dropped reload. When they loaded the second reload into the device the same thing happened. When the surgeon opened the device the reload fell out. A new device was then opened to complete the case. Surgical delay unknown. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 8/28/2025. Additional information was requested and the following was obtained: the procedure started as a thoracotomy as stated in the complaint. How large exactly the incision was made to retrieve the reload is not known. Changes to post op care are not known.

Manufacturer narrative:
(B)(4) date sent: 7/17/2025 d4: batch # 384d30. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage, with a tyvek, and with one gst45g reload loaded on the device. The reload was received unfired. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The event described of cartridge retention could not be confirmed as the reload was loaded into the device without difficulties and did not fall out during the visual and functional testing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 384d30, and no non-conformances were identified. Additional information was requested and the following was obtained: staff at the field are experienced with ethicon staplers this was the first firing cleaning of the device was not mentioned. Staff are trained to swish the device before reloading gst45g was the reload item number staff thought the reload was clicked in, but did notice some movement of the reload in the proximal end of the jaws. There are no pictures or videos.